Event description:
Indication for procedure: lead malfunction. Procedure: this was a left-sided procedure to remove and re-implant a malfunctioning ICD lead. CT surgeon was present throughout the entire procedure. The lead showed no evidence of freeing from the myocardium with light traction. A lld-ez was inserted into the end of the lead with another light pull with no visible release. A 14f sls was used to lase down to approximately halfway down the svc coil. At that point an upgrade to a 16f was made, lasing slowly to the end of the coil. The patient's pressure at this point dropped. An emergent trans esophageal echocardiogram showed fluid around the heart and pericardial sack. The CT surgeon performed a thoracotomy, manually removed the lead and successfully repaired a svc tear. The pt was stabilized and transferred to the cardiac intensive care unit expected to fully recover. Device analysis: the devices utilized in this case were unfortunately disposed of during the code. Lot review of 16fsls showed no issues in specific lost. Physician reported the spnc devices were not the causative factor in the pt's injury.